Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during an unknown surgery, the clips were formed in teardrop-shape at every firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2017. Batch # n92z9w. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis the device was cycled and the clips were properly fed into the jaws; however, it was confirmed that the jaws would not close even though the trigger was fully squeezed against the handle, this condition led to clip malformation. The device was disassembled in order to evaluate the condition of the internal components and it was found that the connector clip was missing; this condition contributed to the jaws not closing properly. The batch history record was reviewed and identified an issue related to the reported incident where two or more partially formed clips eject or fall out of the device jaws. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.